Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation has results that the tip of the present drill bit is broken. Further review of documentation for production and material prints conformity with specifications. Therefore the exact cause of this failure could not be detected. Referencing the cracking and its characteristic we suppose that excessive stress of the instrument caused the material collapse. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery a k-wire was used, the drill bit broke at the distal tip. The fragments of the drill bit could be retrieved and removed. The incident happened during first use of drill bit. No patient harm resulted. There no reports of a surgical delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.